Event description:
It was reported that early to (B)(6), the patient had their original implantable neurostimulator (ins) replaced due to normal battery depletion. ¿like 2 weeks later¿ the patient had a second surgery to clean out the incision and they ¿reclamped the cut¿ because, the covering or the middle part of the incision broke and the patient started bleeding. It was noted that the health care provider (hcp) wanted to make sure it was cleaned out good in the operating room (or). It was tighter than it was before and the little box was closer to the skin. It was reported that the patient thought that the cleaning kind of disturbed it because, the older skin was thinner. The patient was given a ¿new meter¿ which surprised them because, the other one was fine. It was noted that the patient had an appointment tomorrow to ¿take plants out.¿

Manufacturer narrative:
Product ID 3093-28, lot# v254778, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).